Event description:
During an in-clinic follow-up, myopotential oversensing was observed on the right ventricular (rv) lead. The myopotential oversensing was believed to have been due to the rv lead being placed too close to the diaphragm during the initial implant procedure. No malfunction was alleged against the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.